Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31457. It was reported that the patient was experiencing ineffective stimulation. As a result the patient had the lead explanted. After explanation it was found that the lead had fractured resulting high impedance and ineffective stimulation. The lead was replaced and therapy was restored post-operative. It is unknown which lead was fractured and was replaced, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.